Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room as they weren't feeling well. The patient was checked and this right ventricular (rv) lead was found to be exhibiting loss of capture. The patient is not dependent, so there was no syncope. Pacing thresholds and sensing were fluctuating, while impedances were stable. A lead revision was performed and the lead was successfully repositioned. After the revision, all values were stable. No additional adverse patient effects were reported.